Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
Doctor reports to our sales rep, the breakage of a gamma nail titan after around 6 month of implantation.